Manufacturer narrative:
Device evaluated by MFR.: the device was returned for analysis. A delivery wire, an introducer sheath and coil were returned for this complaint. The coil and delivery wire arms were not interlocked. The twist lock of the introducer sheath was found opened. The introducer sheath was inspected and no anomalies was noted. The coil was stretched/kinked. The interlocking arm of the coil was inspected, it was detached and the detached part was not returned. The delivery wire was inspected and no anomalies were noted. Microscopic inspection of the delivery wire was performed and observed that the proximal end has a smooth surface. The interlocking arm was inspected and no anomalies was noted. Microscopic inspection of the main coil was performed and observed that the zap tip has a smooth surface. The interlocking arm was inspected, it was detached and the detached part was not returned. Dimensional inspection of the delivery wire and main coil that could be measured were performed and were within specifications.

Event description:
Reportable based on device analysis completed on 03dec2020. It was reported that the coil could not be deployed. The target lesion was in the pelvic cavity. A 15mmx40cm interlock-35 was selected for use. During procedure, it was noted that the coil could enter the lesion but could not be deployed. The device was simply pulled out with the catheter. The procedure was completed with another of the same device. No complications reported and patient was stable. However, device analysis revealed a detached interlocking arm.